Manufacturer narrative:
Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -9.5/1.0/093 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. Excessive vault was observed. Lens was exchanged on (B)(6) 2024 for a shorter length lens and problem was resolved. The replacement lens was vertically implanted. Cause of event is reported as unknown; device did not fail to perform.